Manufacturer narrative:
(B)(4). The lot was manufactured from july 9, 2015 - july 10, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor stopped flowing. According to the report, the device was filled with 84 ml of fluorouracil (50 mg/ml) and 172 ml of 0.9% sodium chloride and connected to the patient. After an unspecified amount of time, the flow stopped and left approximately 50 to 70 ml of fluid in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.